Event description:
As reported by the user facility forwarded by bbm sales org. (B)(4): no air alarm: 1000 ml. Methotrexate planned to be infused. In the first hour 10 percent of the total volume, and the rest to be infused over 23 hours. Methotrexate is a very yellow liquid. When the nurse expected the infusion is close to finish, she goes to the pt, but sees the entire tube is empty and air have been infused to the pt without any air alarm. Fortunately the pt did not suffer. Afterwards we tested the pump with an empty set, and air alarm worked fine (picture attached showing the latest used set-up, before we made the test). Set used is (B)(4). Reference MFR# 9610825-2013-00250.